Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had been "out of it" ever since being in the hospital for the trial injections and since implant on (B)(6) 2010. The pt was experiencing an altered mental status. It was later reported that the pt was hospitalized after the event. The hcp interrogated the pump at the hospital and the pump was fine. The pump had been removed because there was dehiscence of the wound. The drug was lioresal 2000mcg and the rate was 149mcg/day. Per the hcp, the lioresal did not cause the event; it was due to the large amount of opiates the pt was taking orally. The pt was taking oxycontin, methadone and lorazepam. It was unk how the pt was doing; they had not heard from him. Add'l info has been requested and will be made as follow up as it becomes available.